Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1529402) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided, the balloon loss of pressure could be caused by heavy calcium burden in the patient's femoral artery at the access site, resulting in the sealant being dislodged. It should be noted that per the mynx instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. However, without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynxgrip vascular closure device popped as the physician delivered the sealant. It was suspected that the balloon rupture was as a result of calcium burden at the patient's femoral arterial access site. The device was prepped as per the instructions for use (IFU). The buddy wire technique was used to keep the wire position just in case the balloon ruptured as there was evidence of heavy calcium burden at the access site, but when the balloon didn't rupture, the buddy wire was taken out. The balloon then ruptured while the sealant was being deployed. The sealant was delivered under the skin but not in the correct location. No sealant was seen after the device was removed from the patient. Upon examination of the balloon after the event, a small pin hole type leak was observed on the balloon, or at least, a small leak of contrast from a presumed pin hole in the balloon. There was no visible damage in the distal end of the procedural sheath after removal. Manual pressure was held (duration unknown) and after several minutes of pressure there was no evidence of hematoma (no hematoma was noted prior to the deployment nor after). Additional information was requested, but was unknown.